Event description:
Reportedly, this pacemaker implanted on (B)(6) 2016, and the pacemaker was replaced by an alizea dr on (B)(6) 2023 because rrt was reached. The magnetic rate was 73 bpm and the battery impedance 13.53 kohm. Complaint sent as 7-year warranty mandatory in belgium.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H3 other text : waiting for the device return.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Since historical follow-up data have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 103 months. The implantation duration was 81,6 months which is higher than 75% of the estimated overall longevity (75% of 103 months = 77,25 months). Based on hrs guidelines, no premature battery depletion occurred. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. No further issue is suspected on the subject pacemaker. This case is retained and utilized for trend purposes h3 other text : waiting for the device return.

Event description:
Reportedly, this pacemaker implanted on (B)(6) 2016, and the pacemaker was replaced by an alizea dr on (B)(6) 2023 because rrt was reached. The magnetic rate was 73 bpm and the battery impedance 13.53 kohm. Complaint sent as 7-year warranty mandatory in belgium.